Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported moisture inside of the reservoir compartment. Explained the customer that it is more likely a leak from the reservoir. No further information was provided.